Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastric bypass. According to the reporter, customer informs that when trying to perform the first shot in the stomach after having green signal indicating correct loading of the sulu ((B)(4)), then both steady blue lights appeared and the shot could not be performed, and the 3 lower l.e.d.s remained green and steady. Then the surgeon used a egiaustnd using the same sulu in order to go on with the surgery with no further issues. Then the sales field specialist disassembled the handle and the adapter and assembled them again and tested them out of patient, and they could be fired with no problems and the staple formation was correct.

Manufacturer narrative:
(B)(4).